Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed no external power events. The log file showed three no external powers on (B)(6) 2018 and all occurred within 1 minute of each other. Each of the events appeared consistent with a loss of power to the mpu. The system was supported by the backup battery during the events and there was no interruption in pump support. The log file appeared to show the system functioning as intended. A specific root cause of the no external powers while on mpu could not be determined. The log file also showed multiple occasions where the user switched from mpu to batteries that were not fully charged. The hm3 patient handbook states to check that a battery is fully charged using the on-battery power gauge before using. All instructions within the document indicate using fully charged batteries and that when exchanging batteries, make sure to pick a fully-charged battery rather than a low battery. There was no effect on pump support due to the use of the partially depleted batteries. Heartmate 3 patient handbook contains information regarding system controller alarms and the proper actions associated with them, including the low battery power and no external power alarms. The powering the system section explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop.¿ the powering the system section also states to check that a battery is fully charged using the on-battery power gauge before using. All instructions within the document indicate using fully charged batteries and that when exchanging batteries, make sure to pick a fully-charged battery rather than a low battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - age of device cannot be determined due to unknown serial number for the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with increased values from liver function test and inr, and had complains of left rib pain. Cultures were drawn. The patient was given IV fluids the manufacturer's technical service reviewed the log file and found a no external power/low power hazard events (B)(6) 2018 which could be caused by the power cord of mobile power unit (mpu) coming loose at the mpu or the wall outlet.